Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The therapy cable was disconnected briefly from the device when moving the pt. The medic was reportedly unable to reconnect the therapy cable to the device because the device therapy connector had become displaced and fallen back inside the device. The medic was unable to use the device to administer defibrillation or pacing therapy. The pt's outcome was not reported. There were no adverse effects to the pt reported as a result of device use.